Event description:
The customer reported the ventilator alarmed and went vent inop while in use on a patient. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer's service technician was able to duplicate the reported problem due to an exhalation motor error. The service technician replaced the power supply to correct the reported problem. Extended self testing (est) and applicable final testing was completed and all tests passed to operating specifications.